Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on the available information and return device analysis, the cause of the reported clip open while locked (cowl) during the deployment process cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 3 degenerative mitral regurgitation (mr) and a prolapsed posterior mitral leaflet for a second mitraclip intervention. The second clip intervention was to stabilize the clip implanted on 16 october 2023. One clip was implanted and the mr was reduced to grade 1. During a follow-up echocardiogram on (B)(6) 2023, the clip was noted to have opened approximately 5 degrees. The clip was closed at an angle of 5 degrees before opening, and had opened to 10 degrees. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on information reviewed the reported unintended movement (clip open while locked - cowl) is related to normal function of the device and due to settling of the clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h10: root cause has been updated.